Event description:
As reported by the user facility: nurse was removing catheter. Catheter fractured, wire was protruding out of the catheter segment that was removed. Five-six cm of catheter remained in patient. Catheter fragment remains in patient at this time. Sample unavailable at this time. Additional information provided by the physician indicated that the patient suffered no adverse sequela associated with this incident and the fragment remains in the patient. The lot number remains unknown. The sample is being retained by the risk management department and will most likely be returned for evaluation at a later date.

Manufacturer narrative:
The actual sample has not been made available for the manufacturer to evaluate. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn. If the actual device is received, a follow-up report will be filed. All available information has been provided to the actual catheter manufacturer, micor inc.